Event description:
It was reported that prior to a lap. Nissen fundoplication, the handpiece responded with error 4 during setup for the procedure. The customer used another handpiece to complete the procedure.

Manufacturer narrative:
Info anticipated, but unavailable at this time.